Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was conformed. Upon investigation the check therapy pad messages were caused by a broken wire. The pulse wires between ECG a and ECG b were broken inside of the distribution node to front therapy pad cable. The root cause for the broken wires could not be positively identified but was likely excessive force. No adverse event resulted from the broken wires. The pt rec'd a replacement electrode belt.